Event description:
It was reported the subject device had a small part of the green image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit I is broken and therefore the image is purple. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit is broken and therefore the image is purple (small part of the image is green is accompanied by the confirmed failure). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.